Manufacturer narrative:
Correction: serial number (B)(4). Analysis result indicates that customer¿s issue with overheating was not able to confirm. Pre-temperature tests were performed, the ambient temp or start temp was 75.6 and the raised or max temp was 89.0. The (max temp - the ambient temp = 13.4 which is passing. The max rise temp is 27 f for this drill. There was no fault found with the device. The device was repaired cleaned, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Summary of the analysis: analysis result indicates that the pretest temperatures were not able to perform due to the device was received dis-assembled, in parts. The parts were missing and the lever assembly on the housing was disassembled. Reassembled the lever assembly. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that during testing the unit was overheating. There was no patient injury.